Event description:
Sharplan laser 150xj tested prior to case. As the laser was being wheeled into the surgical field, the screen went blank. Clinical engineering was called and the equipment was removed from the or. Case proceeded using electrocautry. No patient harm.